Manufacturer narrative:
(B)(4). The customer returned one dilator for investigation. Visual examination revealed the dilator contained one slight bend. No other anomalies were found. The total length of the dilator measured to be 101 mm which is within specification. The outer diameter of the dilator was also found to be within specification. No dimensional issues were identified. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide." The customer complaint of a damaged dilator body was confirmed by complaint investigation. The dilator body contained a very slight curve. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the incident happened during use , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the dilator was bent during use. The procedure was completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator was bent during use. The procedure was completed using another device.